Manufacturer narrative:
A supplemental report is being submitted, due to the receipt of additional information.b4, g3, g6, h4 and h11 have been updated. Additional information was provided in a2.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure implanting a 23mm sapien 3 ultra resilia valve within an existing mechanical valve, there was trouble delivering valve out of the distal end of esheath+. Part of the valve became caught in the sheath, as a strut had been pulled back slightly. After attempting to bring valve back into the sheath without success, the team decided to advance the valve, align and complete the procedure. The valve was successfully implanted; however, upon removing the sheath, a dissection of the external iliac was discovered. The physician team did not attribute the dissection to the advancement of the valve. Per follow-up communication with the field clinical specialist, the team felt the vascular dissection was an issue just above femoral head and caused by the suture-mediated closure system and no damage to the sheath was observed.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. B4, g3, g6, and h2 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, frame damage was unable to be confirmed based on no relevant imagery was provided. Available information suggests procedural factors (high push force) likely contributed to the event as reported 'there was trouble delivering valve out of the distal end of esheath+. Part of the valve became caught in the sheath, as a strut had been pulled back slightly'. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.